Manufacturer narrative:
Product analysis: it was further reported that the programmer experienced unexpected finger touch response while interrogation test implantable cardioverter defibrillator (ICD). Additionally, the programmer failed the incoming functional tests due to non functional link electronic module (lem). Because the programmer exhibited a recurring finger touch performance issue that could not be resolved through servicing, the programmer was decommissioned medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement and triggered an emergency pacing during interrogation, which resulted in the delivery of a shock. The patient was awake, responsive, and showed no signs of arrhythmia throughout the entire session; however, the patient was frightened by the shock delivery. The health care provider (hcp) was able to calm the patient, and after some examinations, discharged the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the programmer exhibited autonomous cursor movement and triggered an emergency pacing during interrogation, which resulted in the delivery of a shock. The finger touch was found to be working correctly. It was noted that bezel had damage. Stylus holder on the bezel was broken. It was further noted that left locking latch cord bay was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.